Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The packaging was not returned with the device. Visual examination of the catheter shaft revealed no discrepancies. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-04160. It was reported that a foreign material inside the package was observed. A 90/035 imager ii angiographic catheter was selected for use. During preparation, the device package was opened and it was observed that the card holding the device was contaminated. The substance appeared to be dirt or blood-like. Another imager ii angiographic catheter of the same lot was opened and the same substance was observed. Neither device was used and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04160. It was reported that a foreign material inside the package was observed. A 90/035 imager ii angiographic catheter was selected for use. During preparation, the device package was opened and it was observed that the card holding the device was contaminated. The substance appeared to be dirt or blood-like. Another imager ii angiographic catheter of the same lot was opened and the same substance was observed. Neither device was used and the procedure was completed with a different device. No patient complications were reported.